Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there has been an increased in channel errors with 8100 infusion models since march when bd representatives came to change the bezels in these devices. In the last two weeks, 25 channels were sent in with another nine waiting to be sent out. All registered as channel errors. Several channels that could not be found at the time of upgrade haven't had any problem and have been sent in to have the bezels changed. It was reported, there was a pattern that was the same for every module that have been sent in. Although requested for specific channel errors, customer was not able to provide the information. Per customer, all 8100 modules in the entire hospital have been having issues with channel errors, but could not provide the channel error codes and additional information requested. Per their local tech evaluations device malfunctions were as follows: board failure, motor control malfunction, mechanical failure, sensor failure, faulty pressure sensor.

Event description:
It was reported that there has been an increased in channel errors with 8100 infusion models since march when bd representatives came to change the bezels in these devices. In the last two weeks, 25 channels were sent in with another nine waiting to be sent out. All registered as channel errors. Several channels that could not be found at the time of upgrade haven't had any problem and have been sent in to have the bezels changed. It was reported, there was a pattern that was the same for every module that have been sent in. Although requested for specific channel errors, customer was not able to provide the information. Per customer, all 8100 modules in the entire hospital have been having issues with channel errors, but could not provide the channel error codes and additional information requested. Per their local tech evaluations device malfunctions were as follows: board failure, motor control malfunction, mechanical failure, sensor failure, faulty pressure sensor.

Manufacturer narrative:
Additional information: d.4, h.4.